Event description:
In 2008, the lay user/reporter (patient's wife) contacted lifescan (lfs) alleging that a one touch select meter "does not turn on." The complaint was classified based on the customer service representative (csr) documentation and recorded phone conversation. The patient tests his blood glucose four times a day and manages his diabetes with both humalog (taken based on meter readings) and lantus, which usually requires no dose adjustments. The reporter mentioned that last month, the meter was dropped on the floor and ever since then, the meter "stopped working." The reporter stated that the patient was not tested on a backup meter and that he did not know how to adjust his diet and insulin intake after the meter issue. He practically based his insulin intake and diet on his "feelings." The reporter stated that her husband (lay user) would get episodes of sweaty and nervous after the reported issue and would drink orange juice to alleviate the symptoms. On two days earlier at around 9:00 am, the reporter took the patient to the hospital because "he was acting strange." The patient's blood glucose of "490 mg/dl" was reportedly obtained on the hospital's device. He remained at the hospital for 8 hours and was reportedly given IV fluids before getting discharged at around 5:00 pm. The patient's diabetes regimen remained the same; however, the healthcare professional advised the patient to get a new meter and to start testing his blood glucose daily. During troubleshooting, it was verified that this was not a new out of box product. The meter would not power on when the power button was pressed or when the test strip was inserted all the way into the test strip port because the battery contact was damaged. The patient's products have been replaced. This complaint is being reported as MDR reportable due to the following conclusions: the alleged issue was not resolved with troubleshooting. The patient reportedly based his insulin and diet on his feelings after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.